Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences and was stable.

Event description:
New information received noted that the device was explanted on 21 feb 2023. Patient was stable after the procedure.